Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 5am. The patient manages her diabetes with insulin (10 units of lantus and apidra, sliding scale); however, it is not clear what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of sweating, shaking, and weakness and on (B)(6) 2012 (at 6am) the patient reportedly continued with her usual dose of medications. During troubleshooting, the csr noted the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.